Event description:
The subject device was failed during an uncertain procedure. During the procedure, several short circuit error messages were displayed and finally probe damage error message was displayed. The surgeon replaced with another thunderbeat device and completed the procedure. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The probe broke down at 10 mm from the distal end. But it was found the probe was broken in transmit. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely wear. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may resulting various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.